Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed the distal end of the catheter shaft and stylet. Several drops of liquid were observed proximal to the tip of the catheter as well as at the tip of the catheter. No details of the leak site could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that difficulty encountered during catheter placement. After withdrawing the catheter, it was observed that the position of the guidewire tip had shifted. Upon re-examining the catheter, it was discovered that the catheter was damaged. A new catheter set was replaced. No further details were provided.